Event description:
It was reported that right atrial (ra) lead exhibited fracture and the patient also had clavicular crush. Fracture was confirmed with imaging. The lead was explanted and replaced. The patient is in stable condition.